Event description:
As reported via medwatch report, a cook bakri postpartum balloon with rapid instillation components was used to control post-partum hemorrhage. The device was placed in the uterus after monochorionic diamniotic twin cesarean section delivery. The bakri was filled with 300ml of saline before it was discovered leaking through the drainage lumen of the device. As saline was continuously leaking from the device, the device was removed and replaced. Total delivery blood loss recorded was 2205ml. No medical or surgical intervention was required due to this occurrence. The patient was not hospitalized, nor was there prolonged hospitalization due to this occurrence. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary: as reported via medwatch report, a cook bakri postpartum balloon with rapid instillation components was used to control post-partum hemorrhage. The device was placed in the uterus after monochorionic diamniotic twin cesarean section delivery. The bakri was filled with 300ml of saline before it was discovered leaking through the drainage lumen of the device. As saline was continuously leaking from the device, the device was removed and replaced. Total delivery blood loss recorded was 2205ml. No medical or surgical intervention was required due to this occurrence. The patient was not hospitalized, nor was there prolonged hospitalization due to this occurrence. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. The device was returned in labeled open packaging for investigation. Visual inspection and function testing confirmed there was no lumen communication when inflated with water. Additionally, a large blood clot was noted in the drainage lumen beneath the balloon. It is unknown if the clot was there prior to attempted inflation or if it presented during removal after device failure. A document-based investigation evaluation was performed. No related non-conformances were recorded. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, cook has concluded that the most probable cause of the reported event could not be determined from the available information. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.